Event description:
It was reported that the nurse programmed the secondary infusion of magnesium 2g/50ml to infuse at 25ml/hour for a duration of 2 hours. However, the infusion was completed in 1 hour. The primary infusion was 0.9% sodium chloride 1000ml.

Manufacturer narrative:
The report that an infusion completed faster than expected was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. Visual inspection of the primary and secondary tubing sets revealed no damage or any abnormalities. Review of the pcu error log showed no errors recorded on the reported event date. Analysis of the pcu event log showed that the pcu was powered on on the reported event date 12 september 2019 at 8:56 am; same patient and same profile (med-surg) were selected. At 8:57 am, the event device (pump module s/n (B)(4) was selected and programmed for a primary infusion of guardrail IV fluid 0.9% normal saline (drugid=4) at a rate of 250 ml/hr (vtbi=250 ml). At 8:59 am, the event device (s/n (B)(4) was again selected and the rate was changed to 500 ml/hr. At 9:28 am, the primary infusion completed. At 9:30 am, the event device (s/n (B)(4) was again selected and the rate was changed to 10 ml/hr and the vtbi was changed to 10 ml. At 9:30 am, the device (s/n (B)(4) was again selected and programmed for a secondary infusion of magnesium sulfate (2mg/50ml; drugid=163) at a rate of 25 ml/hr (vtbi=50 ml). At 9:35 am, the event device and pcu were chanelled off for unknown reasons. Primary volume infused= 250.672 ml. Secondary volume infused= 1.716 ml. Functional testing resulted in unobstructed fluid flow through the primary tubing set via gravity. No abnormalities occurred and there were no occurrences of the secondary fluid flowing into the primary IV bag. Concentricity testing of the primary tubing pump segment found the tubing measurements to be within specification. Rate accuracy testing performed found the device operating within specification. The root cause of the reported infusion completing faster than expected was not identified.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: y312496, exp: jan21; 50ml critical care bag, lot: 80615, exp: 10-2021, magnesium sulfate in water for injection, therapy date (B)(6) 2019. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse programmed the secondary infusion of magnesium 2g/50ml to infuse at 25ml/hour for a duration of 2 hours. However, the infusion was completed in 1 hour. The primary infusion was 0.9% sodium chloride 1000ml.